Event description:
After the elderly pt was transferred from the first unit, the customer reported that while the second unit was in use on the pt, the unit experienced difficulty triggering with a pacemaker pacer. The pt expired. Refer to medwatch report no. 2221819-2001-00195 for the first unit involved.